Event description:
An under-delivery of feeding (no rate specifics provided). The pt was to receive 25 ml of water flush between changes in tube feeding. The pt's blood glucose decreased to 14 mg/dl. It was discovered that the pump was only pumping water and no tube feeding had been infused. Dextrose 50% was given and dextrose 5% was initiated. The tubing and pump were changed. The pump was reported to have missing pins.